Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that moderate paravalvular aortic regurgitation occurred. The patient was enrolled into the (B)(6) study in (B)(6) 2020 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was not on a prior regimen of aspirin or other antiplatelet medications. A loading dose of 300 mg of aspirin was given the day of the procedure. A non-boston scientific introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus edge valve. After balloon valvuloplasty, left bundle branch block, 3rd degree atrioventricular block and right bundle branch block were observed. Successful repositioning of the lotus edge valve involved partial and complete re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). Three days post index procedure, the patient was discharged on aspirin. In (B)(6) 2021, 411 days post index procedure, the patient presented for a one year follow-up visit. Transthoracic echocardiogram revealed the patient had moderate paravalvular aortic regurgitation.